Manufacturer narrative:
The reported event was confirmed. One of the flippers of the tibial alignment ankle clamp was fractured. The device was manufactured to revision g of the product drawing. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been (B)(4) other events for the lot referenced. The damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. A CAPA was raised to document root cause and corrections. Root cause was determined to be design related, the material selected was inadequate for designed use. A material design update was completed and the CAPA was closed on (B)(6) 2014.

Event description:
Found broken ankle clamp with inspecting and assembling instruments.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Found broken ankle clamp with inspecting and assembling instruments.